Manufacturer narrative:
H3: product analysis of the device found that the reported issue was confirmed. The muting detector jack was broken and the usb connection was broken. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6) , ubd: , (B)(4). ; product ID: nim4cpb1, serial/lot #: (B)(6) , UDI#: (B)(4). H3: analysis for the above mentioned concomitant devices found that the reported issue was not confirmed however the unit presented with worn batteries which are more than 2 years old. H6: codes of fdr c0201, fdc d20 are applicable for above mentioned concomitant products. Addition code of img g02002 is applicable for above mentioned concomitant products. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the nim system had defective usb plug and there was no response. There was no patient impact.